Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during device follow up, the device showed undersensing and pacing/sensing difficulty. The sensitivity had already been increased. Further investigation will be conducted. The device remains in use. No patient complications have been reported as a result of this event.